Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while priming the tubing. The customer's blood glucose was 395 mg/dl. The customer was unable to troubleshoot due to the issue being a past event. The customer stated that she had went through three infusion sets in one day because they were not working. Advised that a replacement infusion sets would be sent. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.